Event description:
It was reported that the biomed asked for assistance with arctic sun device and it was alerted calibration error 80 (non-recoverable system error). The expected value was 28 and actual value ae 16.05. Per follow up information received via email on 24aug2023, it was reported that the heater cord needed to be replaced. It has been replaced and the device worked and had been returned to circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater cord. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed asked for assistance with arctic sun device and it was alerted calibration error 80(non-recoverable system error). The expected value was 28 and actual value ae 16.05. Per follow up information received via email on 24aug2023, it was reported that the heater cord needed to be replaced. It has been replaced and the device works and has been returned to circulation.